Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged module latch. There was no patient involvement.

Manufacturer narrative:
Correction to remove the initial report with MFR report # 2016493-2025-64596. After further review, it was determined that this event is not a reportable complaint and the MDR was submitted in error.

Event description:
It was reported that the device had damaged module latch. There was no patient involvement.